Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superior mesenteric artery (sma). After a guide wire crossed the lesion and pre-dilatation was performed with a mustang balloon catheter, an express ld stent was advanced and deployed to treat the lesion. An 8.0 x 20, 75cm mustang¿ balloon catheter was then advanced and post-dilatation was performed. However, upon withdrawal of the device, a significant resistance was encountered at the tip of the 6f 45cm non-bsc sheath. The physician pulled the device to proximal, but the device became unable to move. Subsequently, the device and the sheath were removed together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.